Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of a050401 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the patient underwent routine PICC maintenance in the department of hematology and oncology in our hospital on (B)(6) 2022. The nurse found that there was a large amount of fluid leaking from the puncture point, so she flushed the tube with ns and found that there was fluid leaking out. The nurse pulled the catheter out 1cm and found that there was a large rupture 1cm near the puncture point. Therefore, the catheter was trimmed and the outer catheter was re-installed to confirm that the catheter was unobstructed, and the catheter was positioned by filming, which did not cause any adverse consequences to the patient. This catheter was placed for the first time on (B)(6) 2021 and everything was fine before.